Manufacturer narrative:
This event is for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-300-18 based upon further review found that this is similar device that is not marketed in the us. There was not any device malfunction reported with this device during use. The event happened in the patient post procedure, therefore, this event is not meet the criteria for a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per site completion of the aneurysm follow-up imaging crf, dsa imaging on (B)(6) 2019 showed raymond & roy occlusion class 2 and parent artery stenosis 0-25%. This was after site had already reported aneurysm follow-up imaging 3d dsa imaging on (B)(6) 2019 (3 days prior) that showed raymond & roy occlusion class 1 and parent artery stenosis >50-75%. No additional medical interventions were reported to treat the aneurysm occlusion. The aneurysm was never ruptured or previously treated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was in stent stenosis in the ped2. The patient was undergoing surgery for an aneurysm. It was reported there was high in stent stenosis in the pipeline in the vertebral artery seen via angio on (B)(6) 2019. The event resulted in the hospitalization of the patient, and a balloon was used to open the stenoisis. They came to the control after 6 months after procedure date and the stop date indicated was (B)(6) 2019. The patient recovered and the issue was resolved.